Manufacturer narrative:
Concomitant medical products: 5071-35, lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has been experiencing extracardiac stimulation near the device pocket. In addition, there was an alert for low impedance on the left ventricular (lv) lead and possible high threshold was noted on an interrogation. Programming changes were made to the lv vector. The lv lead remains in use. No further patient complications have been reported as a result of this event.